Event description:
The reporter indicated that a 12.6mm tmicl12.6 -12.0/3.0/109 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2022 lens opacity (asc) was observed. It was reported that on (B)(6) 2022 cataract surgery (phacoemulsification) was performed and an iol was implanted. Problem resolved. In the reporter opinion the lens did not fail to perform as intended. For cause details the reporter stated " patient developed early cataract ".

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).